Event description:
Pt with initial posterior spinal fusion on (B)(6) 2015, now complaining of right-sided lower back pain. Disengagement of right distal screws noted. Pt returned to surgery on (B)(6) 2017. Right l1 and l2 set screws were found free in the tissue. Globus set screws removed and replaced.